Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited faster than expected battery depletion. It was further reported that the left ventricular (lv) lead exhibited a high output/pacing threshold. The device was explanted and replaced and the lv was reprogrammed and remains in use. No patient complications have been reported as a result of this event.